Event description:
It was reported that the patient's blood glucose levels rose to higher than 400 mg/dl while wearing the pod between 24 and 36 hours. It was initially reported that the pod was not delivering insulin. Analysis of the returned device revealed that the cannula was damaged and fluid leaked during testing.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls that would indicate an issue with insulin delivery. During fluid path testing, fluid was not able to travel the complete fluid path due to tears in the exposed soft cannula. These tears resulted in a leak. The exact timing and cause of the soft cannula damage could not be determined. It cannot be confirmed that the soft cannula damage is related to the reported not sure delivering insulin event. Therefore, the cause of the reported not sure delivering insulin event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.